Manufacturer narrative:
Reported event. An event regarding mechanical failure involving a mako robotic arm was reported. The event was confirmed. Method & results. -product evaluation and results: the field service engineer reported: work performed: calibrated tension on j4, j5, and j6 transmission cables. Completed kinematic calibration on both surgical sides. All required testing has passing results. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. -clinician review: no medical records were received for review with a clinical consultant. -product history review: a review of device history records shows that rob1111 was inspected on 02/27/2020. A review of the data revealed that the non-conformances is not related to the failure alleged in this complaint. -complaint history review: a review of complaints in trackwise related to p/n 219999, robot number: rob1111 shows 0 additional complaints related to the failure in this investigation. Conclusions: the alleged failure mode was confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
Mps reported arm shaking heavily during cutting of tibia. The shaking was much more than normal to the point that the doctor is ready to discontinue using the mako. Fse has been alerted already

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Mps reported arm shaking heavily during cutting of tibia. The shaking was much more than normal to the point that the doctor is ready to discontinue using the mako. Fse has been alerted already